Event description:
It was reported that during use of the coring reamer 11.00mm in an acl reconstruction procedure on (B)(6) 2013, the teeth on the reamer were severely damaged (flared out) and one tooth broke off. As reported, during the creation of the tibial tunnel, and after the guide pin had been inserted, the surgeon noticed there was some resistance while reaming with the coring reamer and when the outer surface of the cortical bone was breached, the coring reamer was severely damaged "flared out" resulting in one of the teeth breaking off and logging in the bone of the tibial tunnel. The surgeon opted to leave the broken tooth in place. However, because the coring reamer was severely damaged, the tibial tunnel was enlarged by approximately 16mm (instead of the intended 11mm). This made it necessary for the surgeon to use an additional acl interference screw and a 4.0mm cortical screw to stabilize the graft. No other medical or surgical intervention was performed and the procedure was successfully completed with no other complications and only 20 minutes delay.

Manufacturer narrative:
One "used/damaged" and two "unopened" coring reamers from the same lot # were returned from the user facility for evaluation. Visual inspection of the "used" reamer found all the teeth were severely damaged (flared out) with one tooth missing. Further analysis of the damaged reamer by the supplier qa manager showed the device met specifications for hardness. Micrograph review of the damaged reamer revealed there was obvious "fluting at the distal (cutting end) of the unit. There are clear witness marks running in a circular pattern on the i.d. Of the reamer that are not present in the unused reamers. A tear was observed perpendicular to the tear pattern from each of the gullets. This suggests that an angular force was applied while the unit was in motion. The evidence suggests the involved reamer experienced a force applied to the i.d. Of the reamer while in relatively slow rotation, as indicated by the score marks on the i.d. Of the reamer end. The failure is consistent with the reamer potentially being positioned non-concentric to, or misaligned with the guide pin. A powered driver easily has enough force to tear a tooth from the reamer body if solid contact between the reamer and the guide pin has occurred. A review of the device history records showed lot #159120 was manufactured on april 23, 2010 in a lot of 20 units with no noted discrepancies during the manufacturing process that could have caused or contributed to the reported breakage. There were no other similar complaints received for this item and lot number combination. In addition a 2-year review of the complaint history for this device family showed there was only one other complaint for the item #(B)(4) received with the same failure mode. Coring reamers are designed to slide over a 3/32 inch guide pin to produce a concentric and accurately sized bone tunnel, while removing a core of bone from the tibia during acl and pcl reconstruction procedures. To reduce the risk of teeth breakage and injury to the patient the instruction for use (IFU) provides the following warnings and precautions. Warning: - avoid misalignment of the coring reamer to the guide pin. Failure to do so can cause the coring reamer to come in contact with the guide pin while drilling, which may damage the coring reamer or guide pin, and may cause widening of the bone tunnel. Precaution: - care should be exercised in the use of the powered instrument to minimize side or bending loads to the coring reamers, which may cause them to break.